Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2012 pt reported infusion device button issues. Pt stated the plastic rubber is missing from the up and down button on the infusion device. Pt reported the buttons are hard to press and doesn't respond to her pressing the buttons every time. Pt stated the buttons aren't stuck or flat. Pt reported she did not hear the audible beeps when the buttons are pressed. Pt is unsure of the date the issue first occurred but stated it happened a while ago. No physiological effects were reported, and the pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.